Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Based on the available information, the exact cause of this event could not be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. Strokes are a known potential complication associated with patients implanted with vads and can be multifactorial in etiology.

Event description:
Approximately seven months after the implantation, the patient demonstrated lethargy and weakness during his outpatient clinic visit. The patient was hospitalized where scans revealed a "significant stroke". The site did report that they could not tell if the stroke was ischemic or hemorrhagic. The patient condition is reported to have deteriorated but as of the date of this report, remains on support.